Event description:
The customer reported a defective power supply ac module, device will not turn on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).the customer reported a defective power supply ac module, device will not turn on. There was no reported pt involvement. The customer tested the device with another ac power module and the device worked fine. The module was replaced to resolve the issue. The ac power module was not available for eval. We will consider this a malfunction of the ac power module where the device would not turn on.